Event description:
Account alleged that the stretcher had a broken siderail. There was no patient impact.

Manufacturer narrative:
Technician inspected the patient left siderail and found that the screw and bolt that secure the siderail to the siderail latch were missing. Technician replaced the screw and bolt thus securing the siderail and siderail latch together. The siderail now operates properly.